Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances of greater than 3000 ohms on the right ventricular (rv) lead. The rv impedances were typically stable around 900 ohms before the spike occurred. The patient was brought in and this pacemaker was reprogrammed to unipolar pacing and bipolar sensing. The patient started to experience dizziness and bradycardia after the reprogramming, so was brought in and the device was reprogrammed again. The rv lead was electrically abandoned. At this time, this pacemaker and the rv lead remain in service. The lead was suspected to be fractured, but was not confirmed via x-ray. No adverse patient effects were reported.